Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6), and several premature power switching events that were due to communication errors involving (B)(6). Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. It is likely the observed communication errors are related to the reported "power disconnects". As a result, the reported events were confirmed. A power source lubrication procedure had been performed on the associated batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries, and to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the device evaluation and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. Six (6) batteries (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned battery (B)(6) revealed that the device passed visual inspection. Functional testing of (B)(6) revealed an abnormal voltage plot regarding cell pair two (2) of the battery; despite this finding, the battery was still able to charge and provide power. Internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 306 and that there was a time difference of 1191 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pair is an additional finding not related to the reported event. The most likely root cause of the observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Log file analy sis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6), and several premature power switching events that were due to communication errors involving (B)(6), within the analyzed period. Additionally, review of the data logs revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone or "beep¿. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. It is likely the observed communication errors are related to the reported "power disconnects". Furthermore, review of the alarm log file revealed a critical battery alarm due to a communication error involving (B)(6) logged on (B)(6) 2021 at 18:08:31; this is an additional finding not related to the reported event. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on the associated batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries, and to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported beeping events can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c020701 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 19-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited low flow alarms when the patient was sneezing, coughing, or lifting heavy objects, there are no associated symptoms from the alarms.

Manufacturer narrative:
###A supplemental is being submitted for additional information in b5, h6 and investigation completion. Product event summary: the pump ((B)(6)) and (1) controller ((B)(6)) were not returned for evaluation. Six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries (B)(6), (B)(6), (B)(6), (B)(6) and (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned battery (B)(6) revealed that the device passed visual inspection. Functional testing of (B)(6) revealed an abnormal voltage plot regarding cell pair two (2) of the battery; despite this finding, the battery was still able to charge and provide power. Internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 306 and that there was a time difference of 1191 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pair is an additional finding not related to the reported event. The most likely root cause of the observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Log file analy sis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6), and several premature power switching events that were due to communication errors involving (B)(6), within the analyzed period. Additionally, review of the data logs revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone or "beep¿. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. It is likely the observed communication errors are related to the reported "power disconnects". Furthermore, review of the alarm log file revealed a critical battery alarm due to a communication error involving (B)(6) logged on (B)(6) 2021 at 18:08:31; this is an additional finding not related to the reported event. The reported low flow event was confirmed via log file analysis which revealed three (3) low flow alarms logged since (B)(6) 2021. As a result, the reported events were confirmed. Based on the limited information available, the device may have caused or contributed to the reported low flow event. A power source lubrication procedure had been performed on the associated batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries, and to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported beeping events can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(6) UDI #: (B)(4)d9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 07-jun-2018 h5: no h6: patient ime code(s): (B)(6) h6: imf code(s): f26. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 07-jun-2018 h5: no h6: patient ime code(s): (B)(6), h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two additional batteries were beeping as they also exhibited power switching.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the six batteries were removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-jun-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-jun-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-jun-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-jun-2018 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. The patient also reported power disconnects on side two of the controller, but the patient was unsure which battery was associated with the issue. The controller and batteries remain in use. No patient complications have been reported as a result of this event.